Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional/service code 201) was confirmed. Upon investigation the response buttons were non-functional and were sticking. The cause for the failure was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A monitor was returned to a us distributor and it was reported that the monitor was displaying a service code 201 (response buttons stuck) and the response buttons were non-functional.